Event description:
It was reported that the pump exhibited a primary audible alarm post failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Visual inspection showed the pump was in good and clean condition with no appearance of any physical damage. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker, glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed preventative maintenance and all functional testing.